Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that she had an x-ray while wearing the device. Reviewed the alarm history and no alarms found. Ran a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's most recent glucose reading was 132 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device many have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.